Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter phone:(B)(6).

Event description:
It was reported that after ablation had been completed during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (afib) using a polarx catheter a pericardial effusion (pe) was discovered. The sheath and catheter had been removed from the patient at the time of the discovery. Blood pressure readings and x-ray imaging during the procedure showed no signs of pe. A pe set was immediately used to withdraw blood from the pericardium. The procedure was completed. The status of the patient is currently unknown. It is unknown if the catheter will be returned for analysis.

Event description:
It was reported that after ablation had been completed during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (afib) using a polarx catheter a pericardial effusion (pe) was discovered. The sheath and catheter had been removed from the patient at the time of the discovery. Blood pressure readings and x-ray imaging during the procedure showed no signs of pe. A pe set was immediately used to withdraw blood from the pericardium. The procedure was completed. The status of the patient is currently unknown. It is unknown if the catheter will be returned for analysis. It was further reported that the pericardial effusion was discovered on echocardiogram performed after ablation had been completed. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Initial reporter phone: (B)(6).